Manufacturer narrative:
This report is submitted on september 19, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. There are no plans to re-implant the patient with a new device as of the date of this report september 19, 2016.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 19, 2017, by cochlear limited on behalf of cochlear americas. Exemption number e2016011. (B)(4).